Manufacturer narrative:
UDI# (B)(4). Concomitant medical products: metasul durom, component for acetabulum, 50/44, code j, catalog no# 0100214050; lot no# 2322719, cls spotorno, stem, 125, uncemented, 8.0, taper 12/14, catalog no# 290039060; lot no# 2222992. Therapy date: (B)(6) 2009. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to infection and wear.

Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the patient received a right hip implant on (B)(6) 2006 and was revised on (B)(6) 2009 due to infection and wear of acetabular component. Review of received data: the received njr data was reviewed. All components were removed. In the section of revision reason, the fields of malalignment, incorrect sizing and loosening were marked as no. No other medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility of the durom cup and metasul ldh was approved by zimmer biomet. However, as the adapter information is unknown, the compatibility check between head and stem could not be performed. Sterilization certificate durom cup, metasul ldh and cls stem were reviewed. The sterilization certificates confirmed that the products were sterilized according to the specifications. Conclusion summary: it was reported that the implants were revised after 2.7 years in vivo time due to wear of acetabular component and infection. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. The njr database indicated that the reason of revision did not include malalignment and incorrect sizing. The review of quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. However, due to significant lack of information, an accurate root cause analysis for the wear issue could not be performed. For the infection issue, the irradiation certificate of the affected lot has been reviewed and was found to be according to specification. The gamma sterilization specification of the device certifies the suitability of sterilization. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).